Event description:
It was reported that a leak was observed underside the drape. The drape was inspected but no obvious holes were noted. No further patient complications have been reported as a result of this event.